Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had an intermittent power issue. The patient denied that she suffered any blood glucose excursions because of the reported issue. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for an unspecified reason and she was having trouble with elevated bg levels. It is unclear however if there is an allegation that the pump contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, the battery cap was secured to the pump with no yellow o-ring visible. The pump booted to the "verify" screen. The pump was exercised for 24 hours without power loss or alarms. A leak test was performed and the bolus button was found to be leaking. The pump was opened and no moisture damage was observed inside the pump. The pump black box history showed multiple power events between (B)(6) 2011 which could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.